Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, an episode of vf due to lead noise was observed. The patient was called in clinic for further evaluation and clavicular crush was noted upon fluoroscopy. Lead was explanted and replaced. Patient's condition was fine.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Clavicle crush damage was noted at 28.0-30.0cm from the connector pin. The inner coil was exposed at this location, consistent with the field observation of noise.